Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charged the pump. Reportedly, the customer was using non-tandem accessories while attempting to charge the pump. Subsequently, the pump battery fully depleted and the pump shut off. The customer's blood glucose level was over 600 (mg/dl) with large ketone levels and the customer attempted to deliver a manual injection to address bg level. The customer was subsequently hospitalized to address bg level. While in the hospital the customer received insulin intravenously. The customer was released from the hospital after 3 days. During troubleshooting with tandem customer technical support (cts), review of the pump data confirmed that low power alerts and a low power alarm had occurred. During troubleshooting, the customer reported the pump charged successfully using the tandem charging accessories. Recommendation was made to the customer to charge pump more frequently.